Event description:
An 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an 4.3 cm abdominal aortic aneurysm. The patient was enrolled in clinical trial. Two days post stent graft implant the patient remained hospitalized from bleeding from the groin. Sutures were placed and the patient was held one extra day and then discharged. No additional clinical sequelae were reported and the patient is fine.